Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The following information from the instructions for use (IFU) pertains to this event: "1.inspect the control section and the camera section for excessive scratching, deformation, loose parts, or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.21. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 6. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section (see figure 3.23). Confirm that no objects or metallic wire protrudes from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 8. Using both hands, bend the insertion tube into a semicircle. By moving your hands as shown by the arrows, confirm that the entire insertion tube can be smoothly bent to form a semicircle (see figure 3.24)." Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the airway mobilescope had pinholes. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the indication on connecting tube had a disappeared area (1mm squared or more).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole in the bending section cover, water tightness was lost and due to damage on the camera section water tightness was lost. In addition to the indication on the connection tube disappeared area, the evaluation findings were as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, and abnormal sound was made due to damage on the angulation lever, the control unit was sticky due to water leakage, the scope cover was sticky due to water leakage, the image guide bundle had significant breakages, and the connecting tube had a dent and scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.